Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 31-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. The reporter provided no causality assessment for abdominal pain, fatigue and neck pain with essure. The reporter commented: on (B)(6) 2018: laparoscopy/ endometrial curettage under ga and bilateral salpingectomy including the intra-mural portion. Radio control before and after. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel level at 1.1 mmcg/l - negative test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 31-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. The reporter provided no causality assessment for abdominal pain, fatigue and neck pain with essure. The reporter commented: on (B)(6) 2018: laparoscopy/ endometrial curettage under ga and bilateral salpingectomy including the intra-mural portion. Radio control before and after. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel level at 1.1 mmcg/l - negative test. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.